Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 functional tricuspid regurgitation (tr) and a restricted septal leaflet for a triclip procedure. The triclip xtw was prepared per instructions for use (IFU). Reportedly, there was difficulty visualizing the septal and anterior leaflet. The septal leaflet was extremely tethered. Single gripper actuation was utilized by obtaining the anterior leaflet and then grasping the septal leaflet. Leaflet insertion was confirmed and the clip was deployed. Following deployment, the clip remained stable for a few cardiac cycles before a single leaflet device attachment (slda) was observed. The clip detached form the anterior leaflet and remained attached to the septal leaflet. The patient was transferred to surgery for a transcatheter mitral valve replacement. Per the physician, while grasping the septal leaflet, there may have been a loss of insertion of the anterior leaflet, but this was not confirmed. The physician attributed the slda to the patient's tethered leaflet and difficult visualization.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported poor image resolution was associated with difficulty visualizing. The reported slda was due to poor image resolution and patient anatomy (tethered leaflets). The reported unchanged tr appears to be due to the slda. Tr is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported surgical intervention was a result of case specific circumstance as the patient was transferred to surgery for a transcatheter mitral valve replacement. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 functional tricuspid regurgitation (tr) and a restricted septal leaflet for a triclip procedure. The triclip xtw was prepared per instructions for use (IFU). Reportedly, there was difficulty visualizing the septal and anterior leaflet. The septal leaflet was extremely tethered. Single gripper actuation was utilized by obtaining the anterior leaflet and then grasping the septal leaflet. Leaflet insertion was confirmed and the clip was deployed. Following deployment, the clip remained stable for a few cardiac cycles before a single leaflet device attachment (slda) was observed. The clip detached form the anterior leaflet and remained attached to the septal leaflet. The patient was transferred to surgery for a transcatheter mitral valve replacement. Per the physician, while grasping the septal leaflet, there may have been a loss of insertion of the anterior leaflet, but this was not confirmed. The physician attributed the slda to the patient's tethered leaflet and difficult visualization.